Manufacturer narrative:
The v680 is an exported device and not available for commercial distribution in the united states, therefore does not fall within FDA reporting. The initial report was submitted in error.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. Codes to use: no findings available/conclusion not yet available.

Event description:
It was reported that there was an expiratory valve error. No patient involvement.